Event description:
The customer reported that a fire occurred during a tracheotomy procedure. The doctor accidentally touched the oxygen cuff with the pencil and caused the fire. The fire was immediately extinguished. The pt was not injured. The doctor sustained a 2nd degree burn (blister) to his finger. The perioperative educator stated this was the doctor's fault. Operating room fire education has been scheduled by the perioperative educator.

Manufacturer narrative:
(B)(4). The incident sample was discarded by the site and is not available for eval. If additional info pertinent to the incident is obtained a f/u report will be submitted.